Event description:
The customer contacted physio-control to report a non-critical issue. However, during evaluation, it was found that the device displayed an event code associated with a failure to deliver charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The cause of the reported issue is unknown. The service log was cleared and the error code did not return.

Manufacturer narrative:
Physio-control evaluated the customer device and was unable to duplicate the reported issue. Initial review of the electronic download log showed that the device was being left on for long periods of time and then locking up. The device passed functional and performance testing and was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue. However, during evaluation, it was found that the device displayed an event code associated with a failure to deliver charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.